Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on aug 12, 2020. Visual analysis of the photographs identified device patch with lot number 3246417 and catalog number n-srm275. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported capsular contracture baker grade iii for right side, the device has been explanted.